Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a service test step due to low pressure oxygen line flow not reaching the lower limit of tolerance. Further investigation revealed the cause was due to an active exhalation control module (aecm) failure. A component replaced was not stated.

Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a service test step due to low pressure oxygen line flow not reaching the lower limit of tolerance. Further investigation revealed the cause was due to an active exhalation control module (aecm) failure. A component replaced was not stated. The evaluation results have added more details. The active exhalation control module was replaced to resolve the error. Repair testing, alarm check, battery check, run in tests, and cleaning have been performed. The unit operated properly. A follow up report will be filed. The component code section has been changed to reflect the updated information.